Manufacturer narrative:
D4 & h4: serial number, unique device identifier, medical device catalog, medical device model and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server lost interface and went down during surgery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over to any pyxis stations. The technical support specialist (tss) confirmed that purge issue had affecting the uhs facility. The tss mentioned that 5846 messages were available to process on es server. The tss had resolved the issue by restarting the external inbound messaging service and installed the observer tool from knowledge article as "messages stuck - skipping dequeue - scheduled task - observer tool" after product support engineer (pse) approval. The tss attempted to reach customer for an update and sent an email. The customer later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server lost interface and went down during surgery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.